Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an increased recharge burden. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was replaced with a new model.

Event description:
Follow up revealed that effective therapy was restored post operatively.